Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the needed to be de-assigned two items as they were being mistaken for each other. A technical support specialist (tss) identified that two medication items were being mistaken for each other, resulting in an incorrect drawer opening when one item was selected for issue. The tss determined that the two items needed to be de-assigned and reassigned to correct the mismatch and noted that a pharmacist was scheduled to perform this action to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis medbank tower system needed to be deassigned two items as they were being mistaken for each other. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.